Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade stem. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported patient had a revision of right hip due to pain. Doctor open and found trunnion on stem worn out. Doctor took out accolade #4 127 stem, 536 metal head and 36 degree liner.

Event description:
It was reported patient had a revision of right hip due to pain. Doctor open and found trunnion on stem worn out. Doctor took out accolade #4 127 stem, 536 metal head and 36 degree liner. Update as per legal, (B)(6) 06/30/2015: additional information received on 6/30/2015 as a result of a legal claim alleges that the patient underwent revision of an accolade tmzf stem on (B)(6) 2014 alleging that at revision surgery "a lot of fretting and metal wear at the morse taper, resulting in a lot of metallic debris". It is further alleged that the patient died due to complications from the revision surgery while still confined at the hospital.

Manufacturer narrative:
On june 30, 2015, the patient's attorney provided specific device information and alleged that the patient died as a result of complications from the revision surgery. The exact date of death was not provided. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
The reported event was not confirmed and the exact cause could not be determined because no patient medical records were provided and the devices were not returned for evaluation due to ongoing litigation. Device history review indicated that all devices accepted into final stock conformed to specification. Complaint history review indicated that there have been no similar previous reported events for this lot ID.

Event description:
It was reported patient had a revision of right hip due to pain. Doctor open and found trunnion on stem worn out. Doctor took out accolade #4 127 stem, 536 metal head and 36 degree liner. Update as per legal, doa (B)(6) 2015: additional information received on 6/30/2015 as a result of a legal claim alleges that the patient underwent revision of an accolade tmzf stem on (B)(6) 2014 alleging that at revision surgery "a lot of fretting and metal wear at the morse taper, resulting in a lot of metallic debris". It is further alleged that the patient died due to complications from the revision surgery while still confined at the hospital.

Manufacturer narrative:
Corrected data: expiration date. An event regarding fretting and wear involving an accolade was reported. The event was confirmed. Method and results: device evaluation and results: not performed as the device was not returned for inspection. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: "on (B)(6) 2014 he complained of diffuse right leg pain. On (B)(6) 2014 it was noted, "began to have pain in the right hip recently ... Pain radiates to knee." X-rays of bilateral hips are noted to show "no ... Significant abnormalities, wear, osteolysis, implant migration or loosening noted". On (B)(6) 2014 a bone scan report of the hip states, "suspicious for infectious or inflammatory process right hip." On (B)(6) 2014 pain was noted to persist and it was noted, "white cell scan is negative for infection ... Suggest ... Benign neglect and nonoperative care ... Patient wants revision." On (B)(6) 2014 a revision right total hip was performed for a diagnosis of painful right total hip arthroplasty. The operative report notes: "tremendous amount of metallosis with metal debris within the hip joint ... And fretting of trunnion ...". The report continues, "...cup looks fine, poly removed ... Head fell right off ... Lot of fretting and metal wear at morse taper ... Trochosteotomy .. Stem removed ..." On (B)(6) 2014 a nephrology consult noted pulmonary edema and acute kidney injury. A history of stage iii/IV chronic kidney disease was given. On (B)(6) 2014 the patient was deceased and a discharge summary notes, "... Patient had elevated creatinine ... And pulmonary congestion ... Taken to ICU ... Intubated and sedated ... Extricated his own ventilation tube in ICU and refused dialysis to correct his kidney function". The report concluded, "there is no examination of the explanted components, no histopathology confirming the description of metallosis as noted in the revision operative report or histology suggesting altr, and no photograph or demonstration of "fraying and fretting" of the trunnion. Infection was never completely ruled out in spite of the elevated esr and crp. In this chronically ill elderly patient, death was not related to factors of faulty component design, manufacturing or materials. The patient's insistence on revision surgery in spite of medical advice and the absence of radiographic pathology was likely contributory to his demise. Based upon the information available for review, no determination can be made regarding the cause of the findings described in the revision operative report." Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the reported fretting was confirmed however, the exact cause of could not be determined because insufficient information was provided for review. Further information such as, examination of the explanted components, histopathology reports confirming the metallosis and photographs of ¿fraying and fretting¿ of the trunnion are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported patient had a revision of right hip due to pain. Doctor open and found trunnion on stem worn out. Doctor took out accolade #4 127 stem, 536 metal head and 36 degree liner. Update as per legal, doa 6/30/2015: additional information received on 6/30/2015 as a result of a legal claim alleges that the patient underwent revision of an accolade tmzf stem on (B)(6) 2014 alleging that at revision surgery "a lot of fretting and metal wear at the morse taper, resulting in a lot of metallic debris". It is further alleged that the patient died due to complications from the revision surgery while still confined at the hospital.